Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using the bd integra¿ syringe with detachable needle with testosterone, the consumer noticed the medication had moved from the plunger opening and into the barrel, and after retracting the needle, the full "1.5 ml" dosage of medication "went past the plunger" and leaked from the syringe when it was turned "upside down". The following information was provided by the initial reporter: "from phone call on (B)(6) 2019 17:14:42: consumer calling this case/file back. Informed using the 305272 integra syringe with testosterone. During 2 different injections occd date (B)(6) 2019 and (B)(6) 2019 both same lot number item number. Both during use retracted while depressing the viscus material with plunger pressing hard. When needle retracted the medication went past the plunger stopper and leaked out syringe. While administering medications on two separate occasions ((B)(6) 2019), there was a product failure with the syringe. As the plunger was pushed to inject medication, the medication was dispersed up through the plunger and into the barrel, instead of passing through the needle in the muscle. On both administrations, it was discovered that the medication had moved through the plunger's opening and into the hollow barrel. After the syringe was withdrawn, the safety mechanism was activated retracting the needle. When the syringe was then turned upside down, medication came out. On (B)(6) 2019 bout half the dose 0.75 ml came out and on the (B)(6) 2019, the full dose of 1.5 ml was lost."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd integra¿ syringe with detachable needle with testosterone, the consumer noticed the medication had moved from the plunger opening and into the barrel, and after retracting the needle, the full "1.5 ml" dosage of medication "went past the plunger" and leaked from the syringe when it was turned "upside down". The following information was provided by the initial reporter: "from phone call on 2019-03-19 17:14:42: consumer calling this case/file back. Informed using the 305272 integra syringe with testosterone. During 2 different injections occd date (B)(6) 2019 and (B)(6) 2019 both same lot number item number. Both during use retracted while depressing the viscus material with plunger pressing hard. When needle retracted the medication went past the plunger stopper and leaked out syringe. While administering medications on two separate occasions ((B)(6) 2019 and (B)(6) 2019), there was a product failure with the syringe. As the plunger was pushed to inject medication, the medication was dispersed up through the plunger and into the barrel, instead of passing through the needle in the muscle. On both administrations, it was discovered that the medication had moved through the plunger's opening and into the hollow barrel. After the syringe was withdrawn, the safety mechanism was activated retracting the needle. When the syringe was then turned upside down, medication came out. On (B)(6) 2019 bout half the dose 0.75 ml came out and on the (B)(6) 2019, the full dose of 1.5 ml was lost."